Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, the legal manufacture could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found due to clogging of the jet tube water could not be supplied. Due to a cut on the bending section cover the insulation resistance value at distal end did not meet the standard value. The connecting tube had coating peeling, and was scratched. The plastic distal end cover was burned. Adhesive around the light guide lens, and objective lens was peeled. The connecting tube had buckling. Plug unit and adhesive on the bending section cover was cracked. Adhesive on the bending section cover was chipped, and had a white-clouded area. The bending section cover was scratched. Due to damage on the forceps elevator the up/down knob could not be locked securely. Due to wear of the angle wire, the play of the up/down knob, and bending angle in the up direction was out of the standard value. The connecting tube and universal cord had a wrinkle. The scope cover was shaved. The control unit was discolored. The universal cord was scratched, the objective lens was scratched, and switch 4 had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.